Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was not included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rrt was turned off and was not the cause of the high out of range (oor) impedance since another oor impedance alert was recorded. It is suspected that the oor high impedances are related with the none boston scientific ra lead. Additionally, noisy signals were oversensed on the right ventricular (rv) lead, no pacing inhibition was exhibited. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level, dimensional test and a visual inspection was completed to assess all the functions. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the expectations, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device have no evidence of causing high out of range impedance.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rrt was turned off and was not the cause of the high out of range (oor) impedance since another oor impedance alert was recorded. It is suspected that the oor high impedances are related with the none boston scientific ra lead. Additionally, noisy signals were oversensed on the right ventricular (rv) lead, no pacing inhibition was exhibited. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was not included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rrt was turned off and was not the cause of the high out of range (oor) impedance since another oor impedance alert was recorded. It is suspected that the oor high impedances are related with the none boston scientific ra lead. Additionally, noisy signals were oversensed on the right ventricular (rv) lead, no pacing inhibition was exhibited. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.